Event description:
The facility representative reported to largo customer service a pump with an error m035000 code, which occurred during patient use and consequently stopped the patient infusion. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, or if any additional information becomes available, a follow-up report will be submitted.